Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
During the procedure with the hawkone and spiderfx devices the spider wire was pulled from the guidewire lumen that runs the length of the nosecone of the hawkone, but not out of the wire lumen on the rotating tip. The wire was wrapped around the nosecone and it was dragging the spiderfx filter with it; the physician decided to pull the hawkone out and it was observed the spider wire was only partially through the guidewire lumen. The tech used the back end of the spiderfx wire to try and load the nosecone again and it came back out of the wire lumen freely and easily. The 5mm filter was then retrieved with the retrieval catheter and the physician re-entered with a 0.035" guide and evercross 5mm x 200mm x 135cm for post dilation. No distal embolization was visible or any other issues related to the hawkone. The procedure was concluded with laser atherectomy. Evaluation of the spiderfx was completed november 20, 2015. The spider fx was received not inserted the delivery or retrieval catheters. The filter assembly of the spider was intact and all components were accounted for. The capture wire showed a distinct curl at approximately 58cm from the distal tip. At the segment of the capture wire where the sharpest angle of the curling was observed, the green ptfe appeared worn away.

Manufacturer narrative:
This is a correction to the initial MDR with date of this report (B)(6) 2015. The initial MDR incorrectly stated "a review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event". A review of the manufacturing records was not performed due to a lot number not being received from the user facility. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.